Event description:
On (B)(6) 2013, the patient¿s wife contacted animas and alleged the following: this morning her husband delivered a bolus for breakfast using his pump. Two hours later checked they his blood glucose (bg) and it was ¿hi.¿ wife states her husband is nauseated at this time, did not check for ketones, denies any other symptoms. Patient states has he checked the pump and realized the cartridge cap loosened and the cartridge was out of the insulin pump, the reason for elevated bg. Wife states now the pump display is showing locked and also receiving a pump is not primed warning. Customer support (cs) confirmed immediate medical attention not needed at this time and walked through unlocking the pump without difficulty, no reports of keypad damage. Wife states she placed cartridge back into pump and is able to secure cartridge cap onto pump, no damage to pump or cartridge cap noted. She successfully primed until 5 drops seen at end of tubing. Wife in a hurry to end call, states she will connect her husband back to pump at skin site and deliver correction bolus. Customer support (cs) advised that cartridge cap not being secured causing no prime warnings. Wife appreciative, advise to contact animas if further assistance is needed. There is no allegation of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia after the use error of not properly securing the cartridge cap.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as the patient failed to secure the cartridge cap.